Event description:
The customer reported that following a diagnostic catheterization procedure on 2002, a vasoseal es was deployed. A hematoma developed later and pressure was applied and the bleeding resolved. On arrival to ICU the hematoma was noted to be 5 inches in diameter and pressure was applied. The pt's hemoglobin dropped and six units of packed red blood cells were given to the pt. The pt then went into disseminated intravascular coagulopathy and was treated aggressively: the pt expired in july 2002. It was reported that final results of blood cultures performed in july 2002 showed gram positive cocci. No further complication were reported.